Event description:
Report received from (B)(6), stating that the device tip was damaged. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is currently in process. When the evaluation has been completed or if additional information becomes available, a supplemental report will be sent. (B)(4).